Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that a 14-58 gray stylet was not able to pass through into the lead due to distorted distal conductor in the connector at 1.5 centimetrs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the operator reported that the end of the lead was inserted into the metal mouth of the shaped steel wire/guidewire. The stylet wire could not be inserted into the rv lead, due to it felt "blocked". The rv lead was removed, and not implanted. No patient complications have been reported as a result of this event.